Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Visual inspection revealed a cracked reservoir tube lip. The delivery volume accuracy test is pending.

Event description:
It was reported that the patient passed away after experiencing a massive heart attack while riding his bike. The caller stated that the patient was wearing the pump at the time of his death. The patient's last bg reading was unknown. The patient's wife agreed to return the pump for analysis. No further information was reported.